Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a routine follow-up, the atrial lead exhibited increased thresholds and a decrease in sensing. At high output the patient would experience skeletal muscle contraction. A chest x-ray would be scheduled. The lead was turned off and the patient was in stable condition.

Manufacturer narrative:
The initial medical device report was submitted via an alternative summary report on 08/01/2016 under authorization number e19974033 for manufacturer abbott under registration number 2017865.

Event description:
The initial medical device report was submitted via an alternative summary report on 08/01/2016 under authorization number e19974033 for manufacturer abbott under registration number 2017865. Additional information received confirmed that the right-atrial (ra) lead had dislodged. As a resolution the ra lead was explanted. The patient condition was stable.

Manufacturer narrative:
The reported event was lead dislodgement. A complete lead was returned in one piece with the helix extended and clogged with blood and tissue. The full helix extension length was measured within specification. Visual examination found multiple external insulation abrasions breaching the outer insulation and exposing the outer coil were noted at 18.5 cm to 18.8 cm, 21.6 cm to 21.9 cm, 36.0 cm to 36.4 cm, 36.5 cm to 36.6 cm, 36.7 cm to 36.8 cm and 43.7 cm to 44.1 cm from the connector pin at the proximal and distal region of the lead. The cause of external insulation abrasions is consistent with friction to the device can and friction to another device or feature of the patient anatomy. No other anomalies were found.